Manufacturer narrative:
Summary: the report of an 800.8000.0 was confirmed in the logs and was replicated during testing. The pcu error log identified an error code 800.8000.0. The error occurred on (B)(6) 2021 at 3:26 pm. The review of the pcu event log identified the initiation of the 800.8000.0 malfunction. When the user addresses a ¿flow stop open/safety clamp open¿ and starts the infusion in rapid succession (~2 seconds). This creates a software sequence timing error. The error is caused when the user selects the device and restores a previously programmed infusion and selects ¿start¿. A state change triggers the alarm and error code. Testing replicated the software failure by following the user¿s programming steps. The system failure occurs later when the pump module is selected, and the previously programmed infusion is restored and started. Bd issued a ¿medical device safety notification¿ letter on 12jun2017. The letter addressed the possibility of software anomaly that can occur when the user selects two functions in rapid succession. The system was being used for treatment purposes. Root cause: the root cause of the reported 800.8000.0 was identified and was found to be the result of a software anomaly. The software anomaly was initiated when the user addresses a pump alarm (flow stop open/safety clamp open) and starting the infusion in rapid succession. Sample inspection: the source point of care unit (pcu) was received with the instrument seal intact. The front and rear case were observed in good condition. The male and female iui connector contact pins were noted in good shape. All inspected components were observed as bd manufactured parts. There were no other obvious issues or anomalies observed during the inspection of the source device. Log analysis results: the review of the pcu error log identified an error code 800.8000.0. The error occurred on (B)(6) 2021 at 3:26 pm. The review of the pcu event log file identified a software anomaly that initiates a system failure. The logs showed the software anomaly is initiated when an infusion of the medication adrenaline (drug ID 11) alarms for ¿flow stop open/safety clamp open¿. The alarm is addressed and ¿start¿ is selected in rapid succession. The system failure occurs when the user selects the pump module and restores the previously programmed infusion. Test results: testing performed following the detailed instruction in the lvp system error 255-16-275 test method (dir (B)(4)). Identified the software anomaly and replicated the failure. Test methods: 1503-001-020-r (00) lvp system error 255-16-275 test method (dir (B)(4)). Device history review: a review of the device history record showed the device had a manufacture date of 01jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source pcu s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the source pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a pcu (8015) system error code 800.8000. It is unknown when the incident occurred.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the logs/device be received for evaluation.

Event description:
It was reported that there was a pcu (8015) system error code 800.8000. It is unknown when the incident occurred.